Manufacturer narrative:
According to the complaint description the hcp was not able to reach the sputum, due to a piece of plastic inside the canula when he wanted to insert a suction tube into the canula. The defect was verified at the received samples which shows an inner plastic piece in the inner cannula still sticking at one point to the inner wall, which reduces the lumen. There was no lot received from the complainant. However, they have purchased item 521-07-x in (B)(6) 2025, with lot 1100043592. Tracing of the lot number related to the complaint revealed no recurrences of the same issue within the batch. However, this is a known but very rare injection molding defect caused by two mold parts not closing completely during the injection molding process. This creates a layer of plastic occluding partly the lumen of the inner canula. The product was produced in december 2024. The respective inner cannula is derived from old tools/ injection molds which are not in use any more at the supplier. This makes a reoccurrence of the described defect impossible.

Event description:
When the hcp did a regular change of the inner canula, due to a cleaning routine, he grabbed a new inner canula. He inserted it into the patient. After a while the patient started coughing and had a bit of sputum. When the hcp wanted to insert a suction tube into the canula, he was not able to reach the sputum due to a piece of plastic inside the inner canula.